Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this pb980 ventilator generated background diagnostic code indicating backup ventilation. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the unit entered backup v entilation (buv) through the diagnostic logs in the memory. Sp performed the extended self test (est) but the unit failed the circuit pressure test portion of est with "inspiratory auto zero solenoid not operational". Based on the codes generated during use and est failure, the sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The unit passed all calibrations and tests as per manufacturer specifications at the time of service. The cause of the event was isolated in the field to a potential fault in the ifm pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated background diagnostic code indicating backup ventilation. There was no injury to the patient.

Manufacturer narrative:
Section d9 was updated due to a part return. Section h6 evaluation codes were updated due to a part return and analysis. Result code - additional code added conclusion code - remove d02 and add d0302 component code - remove g02005 and add g0201205 h3 device evaluation summary: updated due to a part return and analysis medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this pb980 ventilator generated background diagnostic code indicating backup ventilation. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the unit entered backup v entilation (buv) through the diagnostic logs in the memory. Sp performed the extended self test (est) but the unit failed the circuit pressure test portion of est with "inspiratory auto zero solenoid not operational". Based on the codes generated during use and est failure, the sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The unit passed all calibrations and tests as per manufacturer specifications at the time of service. One ifm pcba was returned to medtronic for failure investigation. A visual inspection was carried out on the returned ifm pcba, no anomalies were observed. The ifm pcba was attached to test ventilator, powered up but during est failed the circuit pressure test for inspiratory auto zero solenoid not operational. After a thorough investigation, a faulty so1on the ifm pcba was identified. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The cause of the reported event was identified as a faulty auto zero solenoid (s01) on the ifm pcba. There is an existing previous internal investigation regarding this issue. The cause of the event was isolated in the field to a potential fault in the ifm pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.